Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant medical products: 0185 competitor implantable tachy lead: (B)(6) 2005. 4469 competitor implantable pacing lead: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.